Manufacturer narrative:
Otto bock healthcare (B)(4) received the info regarding this knee joint on (B)(6) 2016. The customer stated that the joint was replaced in (B)(6) 2015 but is now showing the same issues as reported before. Please reference emdr 9616494-2015-00015. The customer also provided pictures of the defective knee joint. The patient has a high activity level. We requested the knee joint and additional information for specific evaluation several times, but did not receive any reply from the customer. After visual evaluation of the pictures we found that one of the axis bolts in the posterior upper part of the joint got lost. No fall or injury was reported due to this failure, but it could have led to patient injury. Device not returned by customer.

Event description:
We received the info regarding this knee joint from our customer beginning of (B)(6) 2016. They stated that the joint was replaced in (B)(6) 2015 but is now showing the same issues as reported before. Please reference emdr 9616494-2015-00015. As per photo provided by the customer, one axis bolt got lost. The patient has a high activity level. No fall or injury was reported.